Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported collapse of anterior capsule at the time of corneal incision in unknown eye of a patient, during surgery.

Manufacturer narrative:
The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch/lot/serial number was performed and three potential contributing factors to the reported complaint were identified. Nonconformance investigation (nci) was opened. However, the reported event was determined to have been unrelated and is not relevant to this investigation. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).